Event description:
Caravel was advanced in a normal fashion over a runthrough guidewire in an n-stemi case on a 74-year-old female's rca. The vessel had a 99% calcified, tortuous lesion. Caravel was used to exchange to roto wire, and after roto, it was exchanged back to runthrough wire. While removing caravel with trapper, caravel seemed to be stuck. As they went to a balloon lesion, they noticed that 1mm of the distal tip had cracked on the wire in the rca. Md removed the wire with the entire guidewire system. The 1mm of caravel came out. There was no patient injury. Md completed the case in the normal fashion.